Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm apex balloon catheter was advanced for dilatation. However, it was noted that balloon ruptured before it was inflated. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).